Event description:
It was reported that the patient had difficulty charging the ipg due to migration. The physician did not suspect a device malfunction. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.